Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that during the blanking period following a pulse field ablation (pfa) procedure using a farawave pfa catheter, the patient experienced atrial fibrillation (a fib). Approximately a month after the procedure, the patient presented to the emergency department with tachycardia and dizziness. They were admitted to the hospital that day and afib was identified via an electrocardiogram (ECG). They were given cardizem and magnesium intravenously. A cardioversion was performed on the third day of hospitalization, and they were discharged the day after. No further patient complications have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.